Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the rate of mycophenolate mofetil hcl was entered incorrectly into the pump. Upon leader follow-up, it was indicated that there was an unspecified pump error that showed why the rate was slow. The event occurred in the pediatric intensive care unit (picu). There was no patient harm.